Event description:
It was reported that after the surgeon made incisions, the head of the bed went down causing injury to the patient.

Manufacturer narrative:
It was reported that during surgery the stretcher had dropped causing a minor injury to the patient. As a result of this event the procedure was slightly delayed as they transferred the patient to a different stretcher. It was found that the litter was drifting due to a broken/damaged jack assembly. The customer opted to not repair the device.

Event description:
It was reported that after the surgeon made incisions, the head of the bed went down causing injury to the patient.